Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker (pm) exhibited post-sensed t-wave oversensing. The pm was reprogrammed to resolve the issue. The patient was stable throughout.